Event description:
It was discovered during testing that a spectrum pump's keypad was not functioning properly due to intermittent operation of the #4 key. It was also reported that there was no pt injury.

Manufacturer narrative:
MFR ref no.: (B)(4). Baxter received and evaluated the device. The device was found to be out of specification in relation to the discovered symptom, which was reproduced. Intermittent function of the #4 key was confirmed and determined to be caused by a failed keyboard. Baxter has initiated a CAPA to further the reported event.